Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: the bolus¿ were calculated from (B)(6) 2016; the bolus history deliveries and actual deliveries recorded in the black box total with less than 5% difference from programmed bolus to actual delivery. The total bolus delivery calculations on each day match the total daily dose history with no discrepancies; data was confirmed to be correct in pump history. The pump was tested for delivery accuracy during investigation and was found to be within specifications. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) over 600mg/dl with extreme thirst, excess urination, and abdominal pain associated with an alleged inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter stated that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a discrepancy in the bolus histories.